Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the drive support cap is loose and is sticking out of the insulin pump. Customer's blood glucose levels were not included in the report. Customer stated that insulin is squirting out of the insulin pump. Customer also reported that the screen on the insulin pump is damaged and is difficult to read. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. Unable to perform the displacement, rewind, prime, basic occlusion or occlusion tests due to the missing segments. The pump was received with a loose drive support disk, a broken reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.